Manufacturer narrative:
Corrected data: h6. Device code added for the leaflet retraction observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The case of endocarditis that occurred three months post-implant requiring graft replacement is not a reportable event and was incorrectly included in the initial report dated (B)(6) 2020. Corrected data: b5 - sentence: "and endocarditis that occurred three months post-implant requiring graft replacement (1)" does not apply. H6 - patient code c34582 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Citation: christenson jt et al. Homografts and xenografts for right ventricular outflow tract reconstruction: long-term results. Ann thorac surg. 2010 oct;90(4):1287-93. Doi: 10.1016/j.athoracsur.2010.06.078. Earliest date of publish used for date of event (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the mid-term outcomes for cryopreserved aortic homografts and contegra grafts used for right ventricular outflow tract reconstruction in a pediatric population. All data were collected from a single center between january 1993 and march 2009. The overall study population included 205 pediatric patients. Of those, 85 patients (predominantly female, mean age 4.8 years) were implanted with medtronic contegra pulmonary valved conduits. No serial numbers were provided. In the contegra group, 2 patients died of graft-unrelated causes. The first death occurred two days post-implant and the second death occurred eight days post-implant. The physician/author noted the deaths were attributed to complications of pulmonary hypertension. Based on the available information, medtronic product was not associated with the deaths. In the contegra group, 8 patients required reoperation for the following reasons: severe stenosis of the distal anastomosis requiring repair at one day post-implant (1); leaflet retraction requiring graft replacement at 28 days post-implant (1); graft abscess that healed after drainage and antibiotic therapy at 131 days post-implant (1); graft dilatation at two years post-implant (1); stenosis requiring graft replacement using cryopreserved homografts at one, two, and six years post-implant (3); and endocarditis that occurred three months post-implant requiring graft replacement (1). In addition, moderate valvular regurgitation was observed in 7.2% of the contegra patients. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.